Event description:
A healthcare facility in lithuania reported via a fisher and paykel healthcare (f&p) field representative that the maximum pressure relief valve of a rd900 neopuff infant resuscitator was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint valve system of the rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and performance tested. Results: visual inspection of the complaint valve system of the rd900 neopuff infant resuscitator revealed no damage. Performance testing revealed that the pressure rise was fluctuating when the maximum pressure relief valve adjustment knob was rotated. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare(f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that the maximum pressure relief valve of a rd900 neopuff infant resuscitator was not working. There was no patient involvement.